Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during a coronary interventional procedure, a cypher select plus stent was flared at the distal edge prior to insertion within the patient. This is a patient of unknown age, gender and medical history. There is no information regarding the target lesion. It was reported that the stent prepped normally; however, the physician noted the distal end of the stent was flared as he was attempting to insert the device into the rotating hemostatic device. The complaint device was removed from the sterile area. Another cypher select plus was used to successfully complete the procedure and there was no report of injury to the patient. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No nonconformance records were issued for this lot. The crossing profile tests performed during the manufacturing process were found to pass. Stent crimped process and stent retention values were reviewed and no anomalies were encountered during manufacturing process of this lot. The complaint of stent flair could not be confirmed as the product was unavailable for analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not suggest what other factors may have contributed to the reported event.

Event description:
When the physician was about to insert the cypher select+ (2.5/28mm: complaint product) into the guiding catheter through a y-connector, the distal edge of the stent was confirmed to be flared. Therefore, the physician stopped using the cypher select+ and a new cypher select+ (same size) was used instead. The procedure was finished successfully. There was no patient injury reported. The device had prepped normally. The product was not clinically used and will not be returned for analysis due to the patient's infectious disease.